Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming uncomfortably warm was not confirmed. The system controller, serial number: (B)(6), was not returned for analysis. The provided log file was reviewed; however, no atypical events were observed, and the pump speed maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller, serial number: (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient stated her controller began to feel warm since yesterday. She stated that she was not doing any activities at the time it happened, she was just sitting down on her couch.